Event description:
Customer reported the pt's IV tubing was infusing tpn and lipids were found on the ground. The y extension set had disconnected from the central line. No pt harm reported and no medical intervention required. Although requested, no additional event or clinical info available.

Manufacturer narrative:
(B) (4). (B) (4). The extension set was received. A follow up report will be filed upon completion of the investigation.